Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that there was no backup battery. There was no reported patient involvement.

Event description:
It was reported to philips that there was no backup battery. It was later clarified that during the op check, it was found the battery was not working as the op check was not being performed. There was no reported patient involvement.